Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the tm that the image quality has diminished since purchase. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The prevue ii was tested using an internal test probe and probe sn-(B)(6), which was sent in with the scanner. The images are comparable. There is no root cause as the issue could not be reproduced.

Event description:
It was reported by the tm that the image quality has diminished since purchase. No other information provided, at this time.